Event description:
While at the customer site to service another ventilator the respironics service technician was informed of an adverse event. The biomedical technician reported the ventilator has been in use on a pt in 2005 when the patient was molded to be cyanotic, was resuscitated and placed back on the ventilator. The pt reportedly expired the following day. The respiratory therapy (rt) director reported the hosp conducted a risk analysis, reviewing the sequence of events and parties involved, and concluded it was not a sentinel event and had nothing to do with the operation of the ventilator. The rt director reported the pt had been experiencing airways obstruction and the ventilator had been alarming but the rn didn't responsed to the alarms. They concluded it was a pt management issue, not ventilator function issue. The ventilator alarms had been set appropriately, and there was no ventilator malfunction. The rt director reported the pt had been in the process of dying and the event had no bearing on the pt's death the following day. The respironics service technician was unable to duplicate the reported event. The unit passed the performance vertification test per operating specifications.